Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 21 mg/dl and 72 mg/dl. Customer was having hypoglycemic symptoms of weakness and lightheadedness. Customer was able to self-treat with a glucose pill and sip of orange juice. Customer felt a little better, but still weak. No adverse event reported. Requested return of suspect device and replacement was sent.